Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019, the calibration was successfully performed. There is no indication of a problem in the log. Since the measured oxygen (o2) percentage was within ten percent of the set point it is not expected to cause any unusual logging. During laboratory analysis, the product surveillance technician (pst) observed the o2 sensor to pass calibration ten consecutive times. Per further evaluation, the pst verified the issue. He observed the o2 sensor cartridge to pass calibration but to fail fraction of inspired oxygen (fio2) release testing. The o2 sensor cartridge is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr identified the issue while testing the fraction of inspired oxygen (fio2) and observed the values to be out of tolerance. The central control monitor (ccm) and o2 sensor were reading approximately seven points higher than the calibrated sensor. When set at .60, the ccm showed .61 and the calibrated sensor reading was .54. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect o2 sensor was returned to the manufacturer for further evaluation.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the oxygen (o2) sensor failed and was out of tolerance range. There was no patient involvement.